Event description:
Upon completion of surgery rn attempted to remove foley catheter per md order. Syringe was attached to balloon port and left to drain to gravity. No water returned to syringe. Rn attempted to withdraw water by manually pulling on syringe with no water return. Rn attempted a second time to remove water from balloon with a new syringe, and failed to get any water back. Catheter was easily advanced to tip, but rn was still unable to withdraw any water from the port. Rn notified the physician in the room. Physician and crna attempted to remove water from the balloon without success. Urology physician on-call was paged. Urology physician cut the balloon port distally to rubber stopper to allow gravity drainage of water without success. Urology physician then passed a guide wide through balloon port and was unable to get any water return that way. Decision was made to pop the balloon by adding air while it was still inside the patient. After the balloon was ruptured the catheter was easily removed. Cystourethroscopy was completed after catheter was removed to search for any debris possibly left in the bladder post rupture of the balloon.